Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or products are returned for laboratory testing.

Event description:
Boston scientific received information on february 02, 2016 that this patient received an inappropriate shock on (B)(6) 2016 due to double-counting (t-wave oversensing). The patient has been advised by the electrophysiologist to replace this chronic s-ICD system to a new therapy. The patient is currently contemplating options before deciding to undergo another surgical procedure. The patient's device history was remarkable for delivery inappropriate shock therapy (episode#10 and episode#12) following an electrode replacement procedure on (B)(6) 2015. An untreated episode occurred on (B)(6) 2015. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The device and electrode were explanted due to non-conversion of vt or vf, inappropriate shock (with no therapy exhaustion), oversensing and rhythm acceleration (with successful arrhythmia termination). To date, the device has not been returned to boston scientific for laboratory testing.

Manufacturer narrative:
(B)(4). Boston scientific received additional information from a journal article titled sequential inappropriate subcutaneous implantable cardiverter-defibrillator shocks: pro-arrhythmia followed by failure to rescue. The journal author presented the case of a (B)(6)-year-old female patient who received inappropriate shocks. The patient was presented with several sequential ICD shocks and syncope while dancing. The shocks were proven to be inappropriate resulting from p and t wave oversensing during sinus tachycardia. The initial inappropriate shock (ias) was pro-arrhythmic and induced a monomorphic, hemodynamically significant vt that caused syncope. This lead to an appropriate shock which failed to rescue. After other optimization methods failed, a new sicd lead was implanted in a more medial parasternal position. The patient experienced more inappropriate shocks due to oversensing. The sicd was then removed and replace with a transvenous ICD. Orres, c. A., helguera, m., e., pinski, s. L., baez-escudero, j. L. (2016). Sequential inappropriate subcutaneous implantable cardiverter-defibrillator shocks: pro-arrhythmia followed by failure to rescue.jacc: clinical electrophysiology. Epub before print. As no further information concerning this report is expected, our investigation is complete.